Event description:
It was reported the pt experienced pain at his scs ipg pocket site due to its location. F/u identified surgical intervention was taken on (B)(6) 2014 to relocate the site.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.